Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for inform system 2. Please see medwatch with (B) (4) for report on inform system 1.

Event description:
Caller reported patient blood glucose results of 326 mg/dl, 419 mg/dl, and 399 mg/dl on inform system 1, 152 mg/dl on inform system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.